Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7115945. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our evaluation of the device provided by your facility was able to determine that the needle broke along a section known as the notch. This region of the needle is designed to be thinner to allow for the detection of a flashback. Currently there is no known cause of this defect in the manufacturing line, but the damage maybe sustained during transportation or storage of the device. Our evaluation of the device was unable to identify the reported needle piercing the catheter tubing. Unfortunately based on our observation, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd saf-t-intima IV catheter safety system needle broke off during use. No serious injury or medical intervention was reported. Verbatim: "material no: 383318 batch no: 7115945 it was reported that the needle broke off and was found to have been stuck in the IV tubing. Event description per customer's email states, "while inserting a catheter today a piece of needle broke off and got stuck in the IV tubing, though patient was not harmed this incident needs to be reported to the manufacturing company. I inserted butterfly saf-t-intima catheter 24ga 0.75in in the patient's veine as usual, then as I was withdrawing the needle I felt a lot of resistance more so then usual. The break in the needle occurred while I was withdrawing the needle. Upon closer inspection of the tubing, I then noticed a small piece of metal still inside the IV tubing it became clear this was in fact a broken off piece of the IV needle still lodged in the tubing. I then proceeded to take out the IV from patient to prevent any harm.""

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima IV catheter safety system needle broke off during use. No serious injury or medical intervention was reported. Verbatim: "material no: 383318; batch no: 7115945. It was reported that the needle broke off and was found to have been stuck in the IV tubing. Event description per customer's email states, "while inserting a catheter today a piece of needle broke off and got stuck in the IV tubing, though patient was not harmed this incident needs to be reported to the manufacturing company. I inserted butterfly saf-t-intima catheter 24ga 0.75in in the patient's veine as usual, then as I was withdrawing the needle I felt a lot of resistance more so then usual. The break in the needle occurred while I was withdrawing the needle. Upon closer inspection of the tubing, I then noticed a small piece of metal still inside the IV tubing it became clear this was in fact a broken off piece of the IV needle still lodged in the tubing. I then proceeded to take out the IV from patient to prevent any harm".